Manufacturer narrative:
The device was returned to the repair center for evaluation. The customer reported issue was confirmed as the device won¿t start up after pressing the power supply found attributed to a defective power unit. Additionally, a transformer inside the unit was found severely corroded and the screw on the external cover was corroded. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (osh) field service engineer was informed that the customer visera xenon light source reportedly ¿won¿t start up after pressing the power supply¿ found during inspection before use (patient not under anesthesia). The device was replaced with another similar device and the hysteroscopy procedure was performed and completed. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 14 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported issue was confirmed, which was caused by a faulty power unit. The cause of the faulty power unit cannot be identified. Olympus will continue to monitor field performance for this device.